Manufacturer narrative:
Per the surgeon, the device was explanted (B)(6) 2013; it is unknown if the patient was reimplanted with a new device, as of the date of this report, (B)(4). The device is not available for analysis. (B)(4).

Event description:
Per the clinic, the patient experienced a necrosis of skin flap tissue, exposing the receiver/stimulator. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.